Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the presence of water between the walls of the scope warmer bottle. Based on the condition of the returned unit, it is likely that there was a pin hole located on the interior walls of the scope warmer bottle, which expanded during the sterilization process and allowed water to enter the area in between the walls of the scope warmer bottle. However, the exact root cause of the pinhole could not be determined based on the evaluation of the returned unit.

Event description:
Procedure performed: laparoscopic cholecystectomy. After trying to sterilize the scope warmer, some liquid got stucked inside. The hospital doesn't think this is the right performance of the product. They bought another one and they haven't had any problem with it. Intervention: they bought another one and they haven't had any problem with it. Patient status:no clinical consequences have been reported.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. After trying to sterilize the scope warmer, some liquid got stucked inside. The hospital doesn't think this is the right performance of the product. They bought another one and they haven't had any problem with it. Intervention: they bought another one and they haven't had any problem with it. Patient status: no clinical consequences have been reported.